Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications experienced during the procedure. The initial post-operative visits were normal with no patient complaints or objective exam findings. The patient was again seen in (B)(6) 2011 and complained of some urinary urgency and mild incontinence with walking. The patient was prescribed detrol, dosage unknown. The patient was last seen in (B)(6) 2012, with continued urinary urgency and incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.